Manufacturer narrative:
According to the received info, this penile prosthesis was implanted on 8/12/1987. On 9/5/1996 a received complaint from a pt rep stated, "the device eventually failed to inflate. A leak was discovered in the reservoir at the time of its removal in 1989." The pt rep has not provided a means or release to continue with this investigation. To date, this complaint has not been reported by a medical professional or confirmed by the MFR. Without info from a medical professional or the explanted device, quality assurance is precluded from commenting on the status of this device. Should additional info and/or the explanted device become available, the file will be re-opened and re-evaluated, according to procedures.

Event description:
Per the info provided to co by means of the pt's rep, the device was removed as the "device failed to inflate. A leak was discovered at the time of removal". Add'l ser no: 012169.